Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0842, awareness date 26-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that essure ruined her life and she was scheduled to perform a hysterectomy on (B)(6) 2015. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on unspecified date. In (B)(6) 2015 she is going to have a hysterectomy due to essure (no clinical events were reported). During device therapy, surgical removal of essure may be required. Consumer provided very limited information however given the implied temporal relationship and lack of plausible alternative explanation, causality cannot be excluded and this case is regarded as incident since an intervention will be required (performed). No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infections"), incontinence ("incontinence"), fatigue ("fatigue"), pain ("body aches"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), weight increased ("weight gain"), hyperhidrosis ("excessive sweating"), mood swings ("mood swings"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression"), abdominal distension ("sever bloating, gas"), alopecia ("hair loss"), memory impairment ("memory loss"), nausea ("nausea") and constipation ("constipation"). The patient was treated with surgery (was scheduled to perform a hysterectomy on (B)(6) 2015). At the time of the report, the genital haemorrhage, menorrhagia, urinary tract infection, incontinence, fatigue, pain, loss of libido, dyspareunia, weight increased, hyperhidrosis, mood swings, anxiety, panic attack, depression, abdominal distension, alopecia, memory impairment, nausea and constipation outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, urinary tract infection, incontinence, fatigue, pain, loss of libido, dyspareunia, weight increased, hyperhidrosis, mood swings, anxiety, panic attack, depression, abdominal distension, alopecia, memory impairment, nausea and constipation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was satisfactory placement, both tubes occluded. Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from lawyer: essure implanted on (B)(6) 2014 for permanent contraception, hsg result provided, newly reported events: excessive bleeding, menorrhagia, fatigue, loss of libido, urinary tract infections, incontinence, painful intercourse, body aches, weight gain, excessive sweating, mood swings, anxiety, panic attacks, depression, severe bloating, hair loss, memory loss, nausea, gas, and constipation all considered related to essure. Hysterectomy was not mentioned in this report. Company causality comment: this case was initially identified during monitoring of postings on an FDA hosted docket website. Upon receipt of follow-up information, this case became legal. It refers to a female plaintiff who had essure (fallopian tube occlusions insert) inserted and experienced excessive bleeding (seen as genital bleeding). It was reported that she is going to have a hysterectomy due to essure (no clinical events were reported). During device therapy, surgical removal of essure may be required. Genital bleeding is an anticipated event according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Based on its nature and lack of plausible alternative explanation, causality cannot be excluded and this case is regarded as incident as an intervention will be required (performed). Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on unspecified date. In (B)(6) 2015 she is going to have a hysterectomy due to essure (no clinical events were reported). During device therapy, surgical removal of essure may be required. Consumer provided very limited information however given the implied temporal relationship and lack of plausible alternative explanation, causality cannot be excluded and this case is regarded as incident since an intervention will be required (performed). Based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.